Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that sensor was not entering skin. Customer reports that serter was not properly releasing serter and would sometimes rupture sensor cannula. Customer was advised on proper procedure for releasing serter. Customer was advised that sensors would be replaced. No further information provided.